Manufacturer narrative:
(B)(6) 2011- evaluation-when the device arrived the stylet contamination guard was full of blood. The passive valve was taken apart and there is a back flow valve inside of it. Visually the back flow valve is slightly open. The back flow valves will sometime take a set to the guidewire during sterilization because the guidewire is inside of the passive valve during sterilization. The device was visually inspected and the shaft is twisted just after the proximal strain relief. There is also a kink in the bellows. The soft tip portion of the device was visually inspected and it appears as if the distal tip has been twisted and kinked. The soft tip material does not seem to be torn. Visually there is a plastic material stuck onto the device shaft. We cannot identify this plastic however it does have elastic properties. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. Root cause of the defects to the device and the unidentified plastic on the device shaft could not be determined. A device history record review was completed for lot 763125 and this device met all specifications upon distribution. Current investigation does not indicate a manufacturing defect or a trend therefore no CAPA will be initiated at this time.

Event description:
It was reported that the catheter leaked at the stylet (customer sent photo). There were no patient injuries and the customer did not finish using the device because of high line pressures. They also had problems delivering cardioplegia with high line pressures. They did not replace the catheter during the case, but it did not deliver cardioplegia..